Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had alarmed no delivery. Customer did a complete set change and the device alarmed again during his breakfast bolus. Customer's blood glucose was unknown. Troubleshooting was performed. Customer performed a fixed prime into the air and insulin did exit. Customer removed the site and the cannula was not bent. Customer did a complete set and during the line the device alarmed again. Customer then changed the reservoir and the device didn't alarm. Customer was able to bolus too. Customer was advised to revert to back up plan if issues persisted. Customer is returning the reservoir for further analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.